Event description:
It was reported that the procedure was performed to treat a fully occluded lesion in the proximal left anterior descending (lad) artery and mild calcification. The lesion was pre-dilated with a semi-compliant balloon and the 3.0 x 23 mm xience xpedition stent was implanted. However, a dissection was noted at the distal end of the stent implant which was treated with an additional 3.0 x 38 mm xience xpedition stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.